Event description:
The device was returned for av sticky valve. Fva pins were not observed to have any significant drag. A mock infusion was performed and passed. The device was opened and fva was inspected. Pins showed some signs of contaminants and these were cleaned. Fva was re installed and a subsequent mock infusion was passed. The customer reported complaint was not confirmed.

Event description:
The following has been reported: biomed reported: I have some pumps having alarms after power cycles and cleaning, attached are the logs please evaluate. No patient harm or stoppage of infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.